Manufacturer narrative:
As of (B)(6) 2025, retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on 01/15/2025, the consumer stated that after using the bandages, she noticed the area getting redder and redder. The consumer went to the emergency room. The nurse practitioner and the doctor told her that they didn't think it was any spreading infection, but they thought she had some reaction to the adhesive.